Event description:
It was reported that at a follow-up appointment, under-sensing due to low r-wave amplitude measurements were noted from this right ventricular (rv) lead. The physician excluded a potential lead revision procedure and elected to re-program the device sensitivity to resolve the event. At this time, the physician is continuing with normal monitoring and no adverse patient effects were reported. This rv lead remains implanted and in-service.